Event description:
It was reported that 960 bd¿ an122 IV pump sets over-infused medication during use. The following information was provided by the initial reporter: "when used for the IV set pump, excessive medicine injection."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-feb-2022. H.6. Investigation: a device history review was conducted for lot number 2001151. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned to our facility to aid in our investigation. Our engineers inspected the device for compliance to tubing width specifications, and functionally tested the device to see if excess fluid was delivered under normal product specifications. Our engineers found the diameter of the inner tubing wall to conform to specifications, and were unable to detect excess fluid while pumping under expected operation limits. Based on the results of this investigation our engineers were not able to associate this issue with the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that 960 bd¿ an122 IV pump sets over-infused medication during use. The following information was provided by the initial reporter: "when used for the IV set pump, excessive medicine injection."